Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with diagnostic and data collection. It was noted the rate historgrams and quicklook had no data for the atrial and ventricular pacing percentages; noted the device was programmed to vvir, so no atrial markers on the egm channel, which is needed to calculate the a-v time and show the percent diagnostics.

Event description:
It was reported that approximately one month after the implant procedure, the percentage of pacing data was not available in the quick look observations, along with the inability to see the atrial channel. It was noted the implantable pulse generator (ipg) was programmed to vvir mode with an atrial sensitivity of 4.00 mv, therefore, the device did not sense the atrial markers in the first electrogram (egm) channel and the atrial and ventricular pacing percentages were missing in the statistical data. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.